Event description:
It was reported that pump displayed cartridge change error, and customer shared that cartridge had not been fully clicked into place. There was no adverse impact to the customer's blood glucose level. Customer removed cartridge, inspected connection, clicked cartridge fully into place, reloaded system as instructed by technical support, and then successfully resumed insulin delivery.